Event description:
Information received indicates intermittent loss of functions on the bed.

Manufacturer narrative:
The hill-rom technician found a shorted air-can cable and CPR switch cable causing the intermittent functions. The technician replaced the cable to repair the bed.